Event description:
It was reported that the customer was hospitalized for hyperglycemia. Prior to the event, the customer stated that two error alarms had occurred. The md believes the cause of the event was due to no basal rates programmed in the pump. The customer was educated on the error alarms and was assisted with reprogramming the pump. In addition, the customer conveyed that there was a display anomaly. At that time, the customer was advised that a replacement will be sent.